Manufacturer narrative:
During the analysis, the lead properties were checked. In the returned state, the lead was destroyed. The lead had been cut through 6 cm distal of the is-1 connector pin, probably with a scalpel. Aside from the connector, a 14 cm long lead fragment from the middle part of the lead was also available. The remaining segments were not available for analysis. Aside from the separation of the lead, no other damage could be noted. The ICD was not returned for analysis. The analysis of the available iegms could confirm the clinical observation but there were no indications of a malfunction of the ICD. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an estimated implantation time of about 93 months, inappropriate shock delivery was reported. The leads were replaced and returned to biotronik for analysis. The ICD is still actively implanted. No worsening of the patient's health was reported apart from the shock delivery.